Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remained in the patient. The IFU (instructions for use) has a warning that states, "do not use each solitaire fr revascularization device for more than two flow restoration recoveries." (B)(4).

Event description:
Treatment of an acute stroke. During the mechanical thrombectomy, it was reported that the solitaire fr stent separated in the m1 on the third pass and remains in the patient. No injury was reported with the patient as a result of the procedure.